Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out during removal leaving the pessary inside. She was able to manually remove the pessary and experienced pain, soreness, and spotting. Multiple attempts have been made to obtain further information, however no further information has been received.